Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported a consumer with multiple punctate lesions cornea. The consumer was identified with multiple punctate lesions on the cornea and are a result of wearing contacts. The severity was noted to be in mild. The current status of the consumer¿s eye is symptoms continuing at the time of this report. This is a retrospective clinical trial, no additional information is available regarding the event or product is known at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).